Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device seized, jammed, and was moving heavily. It was noted that the device was making an abnormal noise, and the handpiece had intermittent when the trigger was pressed. It was further determined that the device failed pretest for check the triggers and ecu function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function, check the attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred during (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.